Event description:
It was reported this balloon ruptured during a transjugular intrahepatic portosystemic shunt revision procedure. It was noted on withdrawal of the balloon a portion of the balloon material had detached and remained in the pt. The detached balloon material was successfully retrieved utilizing a snare. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. The device is currently being evaluated by this MFR. Following completion of the engineering evaluation, a supplemental medwatch report will be forward under the appropriate sequence number. It was indicated this device was used during a tips procedure which is not an indicated use of the device and may have been a contributing factor. However, co is unable to determine the exact cause for this event at this itme.